Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on a dimension exl with lm system. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided by the customer and the instrument data. The customer investigated this sample and determined that there was a sample mix-up when transferring samples to short sample containers (ssc). The customer stated that the wrong sample was likely run. The event was due to customer mishandling of the sample. Quality control values were in range. No system or assay non-conformance was identified by this investigation. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl with lm system. The result was reported to the physician(s) who questioned the result. The patient's sample was reprocessed and a higher result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg result.